Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced scratches on the back of the pump with unexplained no delivery alarm. No further information available.